Event description:
International affiliate reports that following an anterior tvm (tension vagional mesh) procedure a 1 cm anterior granuloma developed. Surgical procedure performed to section and remove the exposed part of the mesh.